Manufacturer narrative:
Results: other - lack of information. Inherent risk of procedure - occlusion, death, acute myocardial infarction. Conclusion: other - lack of information.

Event description:
A 2.5mm diameter x 24mm length micro driver rx coronary stent system was inserted into a pt for treatment of an rca and circumflex lesion. (MFR report # 2953200-2007-00341) vessel and lesion morphology is reported to be non-tortuous with no calcification and 95-100% stenosis. It was reported that the stent was deployed successfully. It was reported that the pt had two endeavor stents implanted in the lesion site as well. It was reported that one day post stent implant the pt was in the ccu and presented with an acute mi requiring a secondary intervention due to an occlusion. It was reported that the pt was hemodynamically unstable and expired during the attempt to open the arteries. No additional clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.